Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the scrub technologist noticed that the penumbra system 3max reperfusion catheter (3max) was completely fractured upon removal from the packaging hoop. The damaged 3max was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new 3max.

Manufacturer narrative:
The penumbra system 3max reperfusion catheter (3max) was fractured approximately 21.5 cm from the hub. Evaluation of the returned 3max revealed a fracture in its proximal shaft. This damage is likely a result of forceful retraction from the packaging hoop at extreme angles. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.